Manufacturer narrative:
(B)(4). The device history review could not be conducted since involved lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Customer reported that air leakage in the red-blue connection 4 times. The lot number is not available because they start use in theaters and we see problem in intensive care unit. Three (3) different patients were involved. The problem is just that there is a leak in the red-blue connection. That is also what they tried to tape. If they push the red-blue connection faster then the problem is solved but if they do not push, it does not connect properly. They know the product. They are seeing the problem for the first time.